Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in the stomach, back, legs, arms, and chest. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years one month post filter deployment, computerized tomography revealed mild tilting of the apex of inferior vena cava filter. Perforation of the primary and secondary struts beyond the wall of the inferior vena cava. A single strut perforated medially into the lumbar branch artery and extended approximately 2.3 cm beyond the wall of the inferior vena cava. A posteriorly oriented strut perforated to the right psoas muscle approximately 1.5 cm. The remainder of the struts perforated into the mesentery with the anteriorly oriented struts abutting the small bowel. Approximately one year later, filter retrieval was scheduled. The apex of the filter was a filling gauge, but the filter was able to be compressed and retrieved through the 16 french sheath. One leg of the filter remained intravascular. 25 mm amplatz loop snare was used to engage the remaining leg and retrieved through the sheath without additional sequelae. Successful retrieval of an inferior vena cava filter and one fragment of the inferior vena cava filter. There was a 1 cm leg remaining within the l3 vertebral body which correlates with prior computerized tomography was embedded within the vertebral body and cannot be retrieved. The specimen received without fixative labeled "pe/inferior vena cava filter," consists of a metal inferior vena cava filter with five center prongs and six peripheral prongs. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter limb detachment and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, g4. H11: b3, d1, d4(product catalog no), h6(method and results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in the stomach, back, legs, arms, and chest. However, the current status of the patient is unknown.